Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted contrast visible in the inflation lumen and on the shaft, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers. There was one flared strut on the first row at the proximal end of the stent implant and stretched struts on the first row at the distal end of the stent implant. There were multiple bends in the entire length of the hypotube. Difficulty inflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation. An indeflator, filled with 5 ml of grastrografin diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure. The reported difficulties were unable to be confirmed as the balloon inflated with no damage noted to the sds. It is possible there was a faulty connection with the inflation device; however, this could not be confirmed. Incidentally, the noted stent damage and bends in the hypotube likely occurred during the procedure or during packing for return analysis and do not appear to have contributed to the reported inflation difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the distal right coronary artery, the 2.5x18 mini vision stent delivery system was advanced to the target lesion without resistance. An attempt was made to deploy the stent; however, the balloon would not inflate. The stent delivery system was removed from the anatomy without resistance. A 2.5x15 mini vision stent and a 3x23 vision stent were deployed successfully to treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.